Event description:
Reporter alleged blood glucose measured 216 mg/dl back to back with a result of 101 mg/dl when tests were taken < 10 minutes apart. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.